Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that the patient presented to the emergency room for an unrelated health issue. Upon interrogation it was noted that this implantable cardioverter defibrillator (ICD) reached its end of life (eol) status due to an extended charge time outside of specification. The device was explanted (B)(6) later for normal battery depletion. At the previous device interrogation (B)(6) earlier, the device had not reached its elective replacement indicator (eri). No adverse patient effects were reported.